Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading low mg/dl. The patient¿s spouse took a bg meter reading, which was 142 mg/dl. It was not specified how far apart these comparison values were taken. The patient was having body cramps and was ¿howling in pain¿. The patient¿s spouse panicked and administered a gvoke (glucagon) injection to the patient due to the cgm value of low mg/dl. Ems was also called. Once ems arrived, the patient¿s cgm was reading 67 mg/dl, and the bg meter was reading 84 mg/dl. Ems did not provide the patient with any medication or treatment. The patient recovered at home and ems left after approximately 45 minutes. At the time of report, the patient replaced his sensor, and his bg level was 344 mg/dl due to the gvoke injection. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.